Manufacturer narrative:
Additional information requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2022-03896. It was reported that dislodgement was noted on the right ventricular (rv) lead and the atrial lead. The physician elected to explant and replace the rv lead and the atrial lead. The patient condition was stable.

Manufacturer narrative:
Additional information requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2022-03896. It was reported that dislodgement was noted on the right ventricular (rv) lead and the atrial lead. The physician elected to explant and replace the rv lead and the atrial lead. The patient condition was stable.